Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the moderately tortuous, calcified and 90% stenotic right coronary artery. The physician advanced the 3.5x9mm maverick2 balloon to the lesion and inflated the balloon where it was ruptured on the first inflation before reaching the rated burst pressure. The procedure was successfully completed with another maverick2 balloon. Patient status is listed as "good".